Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02477, 3005099803-2010-02478, 3005099803-2010-02479, 3005099803-2010-02483, and 3005099803-2010-02484 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, roll-off occurred 22 minutes into the ablation. However, post procedure, reddening was observed on the patients thighs at two of the pad locations. The physician was unable to confirm whether the reddening was a burn or skin irritation. The account reported no visible issues to the leveen coaccess electrode or grounding pads. No patient complications resulted from the reported event. Additionally, the reddened areas were not treated.

Manufacturer narrative:
(B) (4). (B) (4). Spring cartridge lockout the analysis results found that the tsw45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device closed and opened without any difficulties noted. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and one tooth of the firing trigger was found broken. In addition the pinion axel support was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the stapler could not be opened after firing. Manual cutting and suturing were performed to complete the procedure. As a result, the procedure was prolonged 30 minutes. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.